Event description:
Reportedly, a nurse's aid was opening the chair, put her hand under the seat bar, and severed the tip of her finger when it was caught under the bar.

Manufacturer narrative:
It was reported that a nurse's aid was pushing down on the seat bars to open the chair. Her finger was caught and the distal metacarpal of her little finger was severed. The tip was reattached, the aide is off work until released by her doctor. The device has not been returned by the facility. Without a sample to evaluate, we cannot confirm the device was a medline chair or perform any testing.